Event description:
Front right wheel came off the rolling walker while in use. The pt lost their balance and fell. An ambulance was called and the pt was taken to the hospital for bruising, but was not admitted.

Manufacturer narrative:
According to the distributor, (B)(4), the caster assembly was not attached to the leg of the walker when received. The assembly mount, nor the bolt, were broken. The bolt could be screwed back into the walker leg but the caster assembly was loose-fitting. Also according to the distributor, (B)(4), from the eval, as the bolt worked loose from the leg, the continued use of the walker caused the inner threads of the leg to wear. Over time, the threads were worn to the point where the bolt and caster assembly became detached from the leg. This device has not yet been returned to the (B)(4); however, the distributor, sunrise medical, indicated that the device would be returned to (B)(4) soon for eval. (B)(4) will file a f/u report once the device has been returned and evaluated.